Event description:
On 7/25/99, home patient (hp) reported pain while performing automated peritoneal dialysis therapy using the homechoice set. Follow-up with the healthcare professional (hcp) reveals hp has peritonitis. Healthcare professional states hp visited dialysis facility on 7/23/99 experiencing pain and cloudy effluent. Culture of effluent taken on 7/23/99 revealed staphlococcus aureus. Hp started antibiotic therapy on 7/23/99, taking vancomycin 2gm ip each week for a total of four weeks. Healthcare professional states the hp has a caregiver who assists the hp with automated peritoneal dialysis therapy.